Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, and 547 mg/dl during phone call and were treated with manual injection. Customer had symptoms of thirst and frequent urination. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed three no delivery alarms. Insulin pump passed high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly.